Manufacturer narrative:
Correction to d4 and h4, please see d4 and h4 for further information. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning, disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, because the user culture results were not shared, and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor tested positive for acid-fast bacteria. The issue was found during a routine culture of the reprocessor. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.